Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.

Manufacturer narrative:
The reported event of the inappropriate mode change to MRI mode was confirmed. Based on the provided information, the root cause of the leadless pacemaker interpreting electromagnetic interference as a false-positive telemetry command to change mode.

Event description:
It was reported the patient presented for an in-clinic check. Upon interrogation, it was observed the leadless pacemaker (lp) was in magnetic resonance imaging (MRI) mode, even though the patient had not had any MRI's recently. When the lp was reprogrammed to normal function, noise reversion episodes were observed. The patient was stable.